Event description:
It is reported that surgery was prolongated by 55 minutes because a part (head) was missing in the package and a new complete system had to be delivered in order to complete the surgery. This incident happened during surgery. This complaint is related to the as (B)(6) study.

Manufacturer narrative:
Information was forwarded by mr (B)(6), who is working as a (B)(6) in (B)(6). The manufacturer did not receive further source documents for review. Where lot numbers were received, the device history records were reviewed and found to be conforming. With the information provided, the root cause for the alleged event cannot be determined. Should additional information becomes available and/or the devices packaging be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).